Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 68-70 mg/dl; cause of bg not known. Customer attempted to address the bg by consuming carbohydrates. Reportedly, the event caused the patient to have a seizure and bite their tongue. Customer was treated with intravenous fluids of saline and magnesium to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage.